Event description:
It was reported that the balloon ruptured. A 3.00mm x 8mm nc emerge catheter was advance for dilation. However during inflation the balloon ruptured. The device was removed from the patient and the procedure was complete with different device same model. There were no patient complications nor injury reported.